Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having contracted a mild infectio so an irrigation and debridement with poly exchange was required. No component failure was present.